Event description:
It was reported that 8 month after implantation a patella dislocation occurred. Suspicion of chronic overload medial patella lead. Patient had no pains, good function but chronic effusions.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown patella. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.